Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer's daughter in law states her mother in law feels well at this present time. Diane, the daughter in law states the customer went to the emergency room because of the 548mg/dl obtained. Diane stated the customer was tested at the hospital and they obtained a result of 150 points lower, the customer was discharged the same day. The customer's expected blood results are 200-220mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips are stored in the kitchen. Reviewed meter memory: (B)(6).

Manufacturer narrative:
(B)(6). Product evaluation in progress.

Event description:
Customer complains of high results. Customer's daughter in law states her mother in law feels well at this present time. Diane, the daughter in law states the customer went to the emergency room because of the 548mg/dl obtained. Diane stated the customer was tested at the hospital and they obtained a result of 150 points lower, the customer was discharged the same day. The customer's expected blood results are 200-220mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips are stored in the kitchen. Reviewed meter memory: (B)(6).